Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 23mm navitor valve was successfully implanted in a patient in a valve-in-valve procedure. A pre-implant balloon aortic valvuloplasty was performed using a 18mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed 3 times during procedure due to being deployed too high and too low. It's noted that the valve was not anchoring correctly and tended to shift toward the ventricle. The final non-coronary cusp implant depth was 7mm and the valve had uniform expansion. A post-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-abbott device due to moderate perivalvular leak (pvl). After the post-bav the pvl was mild. On (B)(6) 2024, it was noted via transthoracic echocardiogram, that there was moderate pvl. The patient did not have any other clinical signs or symptoms and no intervention was performed. The cause of the patient's pvl is attributed to the procedure being a valve-in-valve procedure the patient was in stable condition at the time of report.

Event description:
Subsequent to the previously filed reported, additional information was received that on (B)(6) 2024, the patient passed away due to an unknown cause. The patient's son last contacted her by phone and was noted her as well, without pain, discomfort, or fever. Prior to implant of the 23mm navitor valve, it's noted that the patient had a degenerated aortic prosthesis dysfunction with severe aortic insufficiency and stenosis. The patient was also noted as high prior to implant of the 23mm navitor valve. The cause of death remains unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of improper or incorrect procedure or method and perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported perivalvular leak is attributed to the procedure being a valve-in-valve procedure (due to structural and anatomical factors involved in implanting within and existing prosthesic valve). The reported improper or incorrect procedure or method was due to user re-sheathed the device more than 2 times. The reported patient effects death could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system , arten600290544, revision a, stated "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."